Event description:
The patient was started on a heparin drip for management. After running through heparin bags quickly, it was noted that she inadvertently received a total of 50k units of heparin. The error is attributed to an issue with the pump platen. In essence, the platen upper hinge broke creating an excessive flow of heparin. The patient was upgraded to the ICU [intensive care unit] for hemodynamic monitoring, and for protamine reversal. The patient was hemodynamically stable and not in distress. However, the patient experienced a subsequent pea [pulseless electrical activity] arrest and rosc [return of spontaneous circulation] with 1 round of compressions and one dose of epinephrine. The likely etiology was secondary to a significant vasovagal response when the patient stood up and not the heparin overdose. However, the hospital conducted a root cause analysis given the mechanical breakdown of the pump causing the medication misadministration. Based on an internal human factors analysis, the infusion pump design did not meet expected usability heuristic guidelines contributing to unacceptable risk and potentially catastrophic patient outcomes. The infusion pump lacks sufficient error prevention both in the channel door hardware design and sensor software design. First, the channel door was still able to close despite the top hinge post being sheared off, which did not indicate a set-up error to the user. Second, the infusion pump could be started with no error prevention to proactively sense and notify the user of a set-up malfunction. Once the infusion pump was started, no feedback was provided to the user to indicate the device malfunction, which contributed to the free flow of medication instead of the intended correctly programmed rate.